Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be due to a disconnection of the transfer set and the titanium adapter resulting in a leak. It was not reported if the patient was hospitalized for the vent. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. It was unknown whether the patient had recovered from the peritonitis event. It was unknown if pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.